Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 242.4030 account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: oscar solarte / biomed need assistance on 8100 sn (B)(4) having an error 242.4030.0 failure device type: failure problem type: failure mode: case resolution: I assisted oscar solarte / biomed on 8100 sn (B)(4) having an error 242.4030.0. Since biomed already tried replacing motor controller board, ail assembly and motor assembly. I recommended to re-inspect all connections make sure is seated all the way in and other motor pinion is not damage. Biomed will call back if need further assistance.